Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 120 to 180 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 01/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 120 to 180 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 01/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: lo 10/02/2015 08:26am 245mg/dl, (B)(6) 2015 10:00pm. 185mg/dl, (B)(6) 2015 09:00am. 178mg/dl, (B)(6) 2015 10:30pm. 191mg/dl, (B)(6) 2015 08:10am. Adverse event not reported.